Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had low power in oscillation mode. Therefore, the reported condition was confirmed. It was further observed that the wires on the electrical control unit were damaged, seals and bearings were worn, and there was corrosion on internal components. The assignable root cause was determined to be most likely due to improper cleaning and wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre- surgery, it was observed that the small battery drive device was not working. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.